Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an inaccurate delivery and did not alarm completion of secondary infusion (medication, dose, programmed amount and delivery rate unknown). The event happened during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. The device was tested for flow accuracy and found to over infuse by 5.13%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plates require adjustment to address this issue. The issue of 'did not alarm completion of secondary infusion' was unable to be confirmed and no cause was identified. Should additional relevant information become available, a supplemental report will be submitted.